Event description:
Customer had been using the vicks vaporizer in her child's room. She had unplugged the vaporizer. Approx. 5 to 10 minues later, she heard her daughter scream. She had lifted the unit out of the bowl & the water inside the head dripped on her ler. Her daughter has a 3rd degree burn.